Event description:
It was reported that the pt's pump was flipped. A revision had been scheduled. The pt had gained weight. The drug used in the pump at the time of the event was not reported. Additional info has been requested; a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).